Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Event description:
Treatment of a small aca (anterior cerebral artery) aneurysm measuring approximately 5-6mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 and experienced an ipsilateral hemorrhage with severe clinical impact 4 hours post procedure. The physician states that the complication may have been due to a vessel perforation caused by the marksman catheter as it was being advanced into the parent artery with some difficulty. The patient experienced aphasia and had no movement. It was also reported that the patient was coming out of a coma.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).